Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: attachment device, (B)(6) 2019. The reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that the motor device and attachment device became hot while being used together and while cutting. It was further reported that the issue was unable to be reproduced on site. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the device made excessive noise. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.